Event description:
The customer reported having 161 of the sc 6002 pt monitors installed. They reported experiencing handle breakage on multiple monitors when they try to lift the monitor. It was further stated that it appears as though the handle materal has become fragile, over time. It makes a potential risk as long as the handle breaks when they try to dock the monitor in the docking station abouve the head of the pt.